Event description:
A malfunction was reported by the caller regarding their tandem pump, identified by malfunction code 199, indicating an issue with the pump. Although the caller did not provide information about any adverse impact on their blood glucose levels, a replacement pump was authorized because the device was still under warranty. Technical support instructed the caller to allow the pump's battery to fully deplete and to return the malfunctioning pump using a prepaid label within ten days, which the caller acknowledged. To ensure uninterrupted insulin delivery, the customer planned to use multiple daily injections (mdi) as a backup therapy.